Event description:
It was reported that during an implant procedure, the patient was able to feel stimulation with during an intraoperative stimulation test using an external neurostimulator (ens). However, when the intended implantable neurostimulator (ins) was hooked up to the leads, high impedances, over 40,000 ohms, were detected on electrodes #0 - 7 and it was decided that a different ins was to be used. Additional information received reported that an intraoperative impedance check indicated open circuits and high impedances on multiple electrodes in both channels despite extensive troubleshooting, including aspiration of both channels with a 24-gauge angiocatheter and transposition of the lead tails. It was noted that impedances were in normal range when tested with an ens; in addition, the patient had appropriate stimulation. Another ins was used instead. No patient injury was reported. Additional information received reported that the patient outcome was a successful implant. The implanted ins had impedances within normal limits and the patient was getting adequate stimulation. In addition, the ins that was not used had impedances greater than 40,000 ohms in both channels #0 - 7 and #8 - 15 even after multiple attempts to reconnect the leads. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 39565-65, serial #: (B)(4), product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.